Event description:
It was reported that the physician implanted the 18 cm lgx inflatable penile prosthesis ipp) and then proceeded to do a surrogate reservoir test. The physician inflated the implant and attempted to deflate the implant and it would not deflate. The physician thought the pump may have an issue. The cylinders would not deflate so he decided to replace the pump and cylinders with a 15 cm lgx ipp. The procedure was completed successfully.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of deflation issues. The observed problem was determined the most probable cause of the reported events. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 ipp was thoroughly analyzed. The cylinders were visually inspected and functionally tested. No leaks were identified; both cylinders were pressure tested and performed within specification. The tops of the rear tip of both cylinders were identified to be cut/trimmed down as a result of sharp instrument damage. The momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and did not pass deflation or activation testing. Product analysis confirmed a pump problem concluded these deflation and activation issues could affect the functionality of the pump labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders were pressure tested and performed within specification. The top of rear tip of both cylinders were identified to be cut/trimmed down that was the result of sharp instrument damage consistent with explant damage. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation and activation tests. The deflation test 2 verifies that greater than or equal to 24 ml of fluid moves from the cylinder side of the pump to the reservoir side of the pump when the pressure on the cylinder decreases from 20 psi to 4 psi in less than or equal to 14 seconds. The activation test 2 verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf with no back pressure on the cylinder to the pump. Product analysis concluded these deflation and activation issues could affect the functionality of the pump and confirmed a pump malfunction. Review of the manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the physician implanted the 18 cm lgx inflatable penile prosthesis (ipp) and then proceeded to do a surrogate reservoir test. The physician inflated the implant and attempted to deflate the implant and it would not deflate. The physician thought the pump may have an issue the cylinders would not deflate so he decided to replace the pump and cylinders with a 15 cm lgx ipp. The procedure was completed successfully.